Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) troubleshot the drawer that was not opening, reseated all connections on the back of the drawer, and ensured they were secure. The drawer was successfully tested in the hardware test application, and the customer was able to recover and complete inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.